Event description:
In 2009, the clinician reported that while placing an implant into the pt, the pt aspirated the pra (internal ratchet & hand wrench adapter). Pt was taken to the hosp, where surgery was performed to remove the instrument from the pt's left lung. The following day, biohorizons was informed by the clinician's assistant that no instrument had been found in the pt's lungs during surgery. The next day, biohorizons was informed by the clinician's assistant that doctors at the hosp had determined that the pt swallowed, rather than aspirated, the instrument; the pt was expected to pass the instrument through her digestive tract without incident, but the clinician considered the instrument unrecoverable.

Manufacturer narrative:
The instrument was not returned for eval, and no items 300-205 of the same lot # remained in stock. Functional interface shake testing was performed on ten (10) units of 300-205 (lot# 0901745) from inventory in 2009; 10/10 units remained secured in the test ratchet, even with vigorous shaking, and no discrepancies were noted. Device history record review demonstrated the device was mfg to design specifications.